Event description:
The user facility reported an unknown leak in the catheter near the side arm of a 68-year-old, black male patient implanted with an impella 5.5 for management of cardiomyopathy. The user facility additionally reported "false in aorta alarms". Pump position was confirmed via ultrasound and placement signal monitoring was ultimately disabled. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak and "false in aorta alarms" was completed. The device was returned for evaluation. A leak reproduction test was performed which confirmed a purge fluid leak at the yellow luer connection on the purge sidearm. Visual inspection of the yellow luer revealed a crack. The root cause of the reported purge sidearm leak was determined to be a damaged yellow luer. Of note, sodium bicarbonate was used as a purge solution. Based on the clinical information provided that the pump was properly positioned, the root cause of the false in aorta alarms was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.